Event description:
It was reported that during a robotic laparoscopic hiatal hernia procedure, while performing a toupet fundoplication, the bipolar fe nestrated grasper(bfg) was alleged to not be functioning as claimed by the surgeon. Two minutes after this allegation,  bfg was broken. Bfg was removed with the port together and replaced with a new one to complete the case. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D9: device available for evaluation?, return date, h3 and h6: annex b, annex c, annex d and annex g have been updated. Device evaluation: medtronic led an evaluation of the returned bipolar fenestrated grasper (bfg). Visual inspection of the returned bfg noted no corrosion on the electrical contacts. There was no damage noted to the jaws of the I nstrument. There was no damage noted on the drive cables. Part of the white plastic pulley was damaged at the puck pocket. The drive cable was displaced on the side of the damage pulley. Functionally, the jaws were manipulated into multiple positions in order to inspect the cables. The jaws could not achieve the full yaw or pitch in some of the positions. Electrical testing was performed and the instrument was read with no observed failures. Additional review of the bfg noted that visual inspection was performed on the damaged area. It was observed that the puck is dislocated from the pocket it was seated in. It was highly likely that the tension on the cable was high enough to pull the puck out of its pocket and resulted in this condition. It is highly possible that the cyclic opening and closing movement of the jaws led to a deformation of the puck pocket, and therefore to the puck dislodging from its original position. Along the trail that the puck traveled, the plastic material of the pulley is partially deformed and discolored. The blue energy cable is misplaced. The instrument was used for a total of one hundred and twenty-eight minutes with a use count of two. Evaluation of the bipolar fenestrated grasper confirmed the reported condition. The most likely cause was traced to device design. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic hiatal hernia procedure, while performing a toupet fundoplication, the bipolar fe nestrated grasper (bfg) was alleged to not be functioning. Two minutes later, the bfg was broken. The bfg was removed together with the port and was replaced with a new one to complete the case. There was no patient injury.